Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2002: pre-operative diagnosis-herniated cervical disks, c5-6 <(>&<)> c6-7 with foraminal stenosis and r radiculopathy, c6 and c7 postoperative diagnosis- herniated cervical disks, c5-6 <(>&<)> c6-7 with foraminal stenosis and radiculopathy, c6 and c7. Operation performed: anterior cervical discectomy and fusion at c5-6 and c6-7 with microdisection and allograft and anterior instrumentation using the atlantis plate with a combination of fixed screws at c7 and variable screws at c5 and c6. Microsurgery with microdissection per medical records, there were no patient complications. On (B)(6) 2005: there is electrodiagnostic evidence of a moderate left median sensory mononeuropathy with sensory axonal loss and mild conduction velocity slowing across the wrist. There is electrodiagnostic evidence of a mild bilateral right greater than left, c4 cervical radiculopathy with mild persistent denervation. There is electrodiagnostic evidence of a mild left l4/5 lumbar radiculopathy with mild persistent denervation. On (B)(6) 2005: pre-operative diagnosis: recurrent disc herniation, l2-l3 <(>&<)> degenerative disc protrusion l4-l5. Post-operative diagnosis: recurrent disc herniation, l2-l3 <(>&<)> degenerative disc protrusion l4-l5. Procedures: anterior retroperitoneal approach to the spine. Anterior l2-l3, l4-l5 discectomy. Partial l2, l3, l4, l5 vertebrectomy. Decompression of dural sac at l2-l3. Removal of the l2-l3 disc with insertion of charite disc replacement. Anterior l4-l5 discectomy. Partial l4-l5 vertebrectomy. Distraction fusion l4 to l5 using charite disc replacement (B)(6) 2006: impression: postoperative retroperitoneal seroma, percutaneously drained stable general medical condition (B)(6) 2007: per medical records-extensive post-op changes, at the disc injection levels there is evidence of annular tears but no definite focal protrusion although there is some broad based disc bulging. The patient has marked facet arthroplasty at l3-4 and there is a chronic facet fracture on the left involving the inferior articular facet of l3 unchanged from a prior study. On (B)(6) 2007: pre-operative diagnosis: severe painful l3-4 and l5-s1 degenerative disk disease status post prior l2-3 and l5-s1 artificial disk replacements, l3-4 and l4-5 residual stenosis, status post prior laminectomies. Post-operative diagnosis: severe painful l3-4 and l5-s1 degenerative disk disease status post prior l2-3 and l5-s1 artificial disk replacements, l3-4 and l4-5 residual stenosis, status post prior laminectomies. Left aortoiliac arterial injury lumbar spine disease status post two level anterior disk replacement with persistent back pain for hardware removal hemorrhage from the left iliac artery procedure: attempted xlif procedure at the l4-5 level anterior transperitoneal approach for repair of aortic and left iliac artery injuries with aortoiliac bypass graft removal of l4-5 charite artificial disk replacement anterior l4-5 fusion using coronetxr peek cage with bmp sponges intraoperative bilateral lower extremity emg monitoring and trans-psoas emg monitoring during attempted left l4-l5 xlif procedure emergency control of exsanguinating hemorrhage from the left iliac artery exploratory laparotomy aortoiliac bypass medium pack package of infuse bmp sponges with 4 sponges placed in the peek cage at l4-5. On (B)(6) 2007: pre-operative diagnosis- status post recent attempted xlif at l4-5 with removal of l4-5 artificial disk replacement at l4-5 anterior lumbar interbody fusion via anterior transperitoneal approach severe painful residual l3-4 and l5-s1 degenerative disk disease and stenosis status post l2-3 and l4-5 artificial disk replacements post-operative diagnosis: status post recent attempted xlif at l4-5 with removal of l4-5 artificial disk replacement at l4-5 anterior lumbar interbody fusion via anterior transperitoneal approach severe painful residual l3-4 and l5-s1 degenerative disk disease and stenosis status post l2-3 and l4-5 artificial disk replacements procedure: bilateral l3 through s1 pedicle screw and rod fixation with intraoperative emg monitoring right l5-s1 and left l3-4 transforaminal posterior lateral interbody fusion procedures bilateral l3 through s1 posterolateral fusion using local autograft revision l3 through l5 laminectomies and bilateral l3-4, l4-5, and l5-s1 foraminotomies epidural catheter insertion and epidural narcotic injection intraoperative fluoroscopy (B)(6) 2008: discharge diagnosis- status post lumbar posterior and extreme lateral fusion with removal of artificial disk. The patient has weakness, deconditioning, and easy fatigue after the surgery. Status post aortofemoral bypass because of rupture to the aorta during surgery elevated liver enzyme test, workup negative postoperative pain gouty flare (B)(6) 2008: impression- l3 through s1 anterior and posterior spinal fusion materials appearing to be intact total disc replacement at the l2-3 level degenerative disc disease seen in the t12 through l2 levels (B)(6) 2008: per medical records, broad based bulging degenerated disc is noted with facet changes and ligamentum flavum hypertrophy, causing mild central spinal stenosis. The foramina are patent bilaterally. L2-3: mild central spinal stenosis is noted secondary to the bulging degenerated disc with severe facet changes and ligamentum flavum hypertrophy. Left laminectomy at the l2-3 level continues into a wide laminectomy at l3, l4, and l5. Per medical records, l5-s1: the remnant of the ununited allograft at the right side of the l5-s1 disc space is noted. The right s1 nerve root is displaced posteriorly compared to the s1 nerve root in the canal. On (B)(6) 2008: pre-operative diagnosis- recurrent and worsening left lower extremity radiculopathy recurrent stenosis l2-3 through l5-s1 status post anterior and posterior l3 to s1 fusion with instrumentation status post prior l2-3 and l4-5 artificial disk replacement post-operative diagnosis- recurrent and worsening left lower extremity radiculopathy recurrent stenosis l2-3 through l5-s1 status post anterior and posterior l3 to s1 fusion with instrumentation status post prior l2-3 and l4-5 artificial disk replacement incidental l3-4 dural tear procedure: microscope assisted revision l2, l3, l4, and l5 laminectomies revision bilateral l2-3, l3-4, l4-5, and l5-s1 foraminotomies repair l3-4 dural tear epidural catheter insertion with narcotic bolus injection per medical records, curettes and kerrison rongeurs were used to resect the bony overgrowth and to decompress the right sided l3, l4, l5, and s1 nerve roots. Discharge diagnosis: recurrent and worsening bilateral lower extremity radiculopathy recurrent lumbar stenosis l3-s1 (B)(6) 2008: patient presented at hospital with shaking, chills, aches, and flu-like symptoms with increasing pain at home and increasing weakness and numbness of his left lower extremity. On (B)(6) 2008: pre-operative diagnosis: post-operative lumbar spine wound infection post-operative diagnosis: superficial and deep lumbar spine wound abscesses. Procedure: extensive lumbar spine wound irrigation and debridement. Insertion of deep and superficial wound drains and primary wound closure. On (B)(6) 2008: per medical records, there was persistent swelling of the soft tissues behind the l3 and l4 laminectomy with tiny sub-cm. Rim enhancing fluid collection in the subcutaneous tissues. No appreciable change in the bony architecture to suggest the presence of bone destruction or of osteomyelitis. On (B)(6) 2010: impression- at c4-c5, there is central disc protrusion with extension of discographic contrast and disc protrusion focally. There is no cord compression as a result of this finding but there is indention of ventral subarachnoid space. There is mild bilateral foraminal narrowing at this level as well, however the facets are normal. There is no spondylolisthesis. Anterior facet fusion of c5 through c7 with mature bony fusions. No spondylolisthesis or change in alignment with anatomic positioning. On (B)(6) 2010: findings-ten fluoroscopic spot views of the lumbar spine, including two views of the cervical spine were obtained. Several views demonstrate a needle at l5-s1. The tip of the needle is midline at approximately the posterior margin of the canal. The patient is status post multilevel lumbar and multilevel cervical spinal fusion. There is an interbody fusion device at l4-5 level and vascular clips in the prevertebral soft tissues. Lumbar laminectomy changes are noted. Multilevel degenerative disease noted. On (B)(6) 2011: impression: multilevel cervical and lumbar spine disease chronic pain syndrome secondary to 1 severe allergies to levaquin and fentanyl history of aortic tear repaired by aortic grafting in 2008 atrial fibrillation (B)(6) 2011: pre-operative diagnosis: degenerative disk disease of c7-t1, c4-c5. Post-operative diagnosis: degenerative disk disease of c7-t1, c4-c5. Anterior repeat exposure of the spine, anterior c7-t1 diskectomy, decompression of the spinal cord, partial c7-t1 vertebrectomy, fusion of the spine c7-t1 using iliac autograft and alphatec cervical plates and screws, correction of cervical kyphosis, use of high power operating microscope. Anterior c4-c5 microscopic discectomy, partial c4-c5 vertebrectomy, c4-5 diskectomy, decompression of the spinal cord at c4-5, insertion of prodisc-c disk replacement arthroplasty. Removal of plates and screws, c5-c7. On (B)(6) 2012: impression- status post myelography with free flow of contrast through thecal sac; no evidence of block. Intrathecal catheter in place. Status post l2-3 through l5-s1 interbody arthrosis, with prosthesis at l2-3 and l4-5. Status post l3-4 and l4-5 laminectomies with incorporated bone graft material, l3 through s1 bilateral pedicle screws. No CT findings of hardware failure. Minimal canal stenosis at t12-l1, mild at l1-2. Neural foraminal narrowing at all lumbar levels, severe on the right at l5-s1. On (B)(6) 2012: pre-operative diagnosis-retained hardware l2-s1, bilateral l2 to s1 radiculopathy and neuropathy. Postoperative diagnosis: retained hardware l2-s1,bilateral l2 to s1 radiculopathy and neuropathy. Operative procedure: removal of pedicle screws and rods l2 to s1. Exploration of fusion l2 to s1. Right l1-2 laminectomy insertion of epidural catheter spinal cord monitoring using nuvasive needle electrodes monitored at remote site. Repair of pseudarthrosis at l5-s1 on the right using autogenous fusion bone. It was reported that the patient suffered the following injuries: bony overgrowth on the lumbar spine, bulging discs, lumbar stenosis, anterior extradural defect, neural foraminal narrowing at all lumbar levels, severe at l5-s1, pseudarthrosis, radiculopathy, left aortoiliac arterial injury, pain, and swelling.